Event description:
It was reported that this right atrial (ra) lead exhibited a high threshold measurement and the output was adjusted accordingly. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information was received indicating intermittent loss of atrial capture. The patient reported lightheadedness while exercising with palpitations. The ra lead remains in service. No adverse patient effects were reported.